Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced several red heart alarms with a decrease in rpm and flows around 2 liters/minute. The patient was asymptomatic during the events. The patient was admitted and continued to have red heart alarms at a frequency of a bout 1 alarm every 5 minutes. Once the system controller was exchanged, the alarms ceased and flows increased.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and it currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.